Event description:
Information was received indicating that cadd legacy 1 pump keeps alarming. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h3: device evaluation results: one cadd legacy pump was returned for investigation in used condition. The unit had a scratched lcd screen and a cracked housing. The investigator was unable to download the event history log for review. The pump was powered up, and the unit alarmed with error code 1610. This error code indicates that there is an issue with the circuit board. The pump was also producing a double beeping sound. The customer reported product problem (error code 1610 and the double beeping) were both confirmed during the investigation. The circuit board and downstream occlusion sensor were replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.